Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacture¿s investigation conclusion: the reported event of a loss of external power event occurring while connected to the mobile power unit was confirmed via analysis of the submitted log file. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 3 days (05may2023 ¿ 08may2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on 05may2023 from 21:54:14 to 21:55:15. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms and the rsoc voltage in both power cables as well as the bus voltage measured below the minimum voltage threshold. The alarms resolved when the rsoc voltage was restored to its expected voltage threshold. Pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged from service, and if the mpu will be returning for analysis; however, no response was given. Per the device history records of the mobile power unit, there was a v-lock connector on ac power cord that would have aided to prevent the ac power cord from becoming loose at the back of the unit. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files noted a no external power event on 05may2023 at 21:54 due to power to the mobile power unit (mpu) being briefly interrupted.